Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 670 mg/dl. The customer was also lethargic, dehydrated and vomiting. The medical doctor wanted the basal rate to be set to 6.0 units per hr until the customer's blood glucose went back to normal range.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.